Manufacturer narrative:
Event date updated in b tab investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause.

Event description:
Event date is unknown.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: malfunctioning needle safety release. Mon 02/10/2025 11:51 am: 1. Could you please provide a further description of the issue? The bd insyte autoguard IV catheter's safety mechanism is slow to retract, does not retract or "gets stuck" it involves several lot numbers and sizes/gauge. This is a safety issue for any caregiver starting an IV on a patient. 2. What was the impact to the patient? A patient could get stuck again with an unretracted needle. If a caregiver gets stuck with contaminated needles, the patient will have to have additional testing done which could be stressful. 3. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None that I am aware of. 5. Material [381823] was not found for lot# 4229661. Kindly verify if there is any typo. The only number that we have to report is that lot number 6. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No 7. Was this incident reported to bd earlier? If yes please provide complaint reference number. Several other incidents have been reported